Manufacturer narrative:
(B)(4). G2. Report source: france. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was implanted with ncb plate on an unknown date. An unknown amount of time later, there was a fracture of the osteosynthesis plate without the patient falling. Revision needed with placement of a new plate. Due diligence is in process and to date no additional information on the reported event has been provided.

Event description:
It was reported that the patient was implanted with ncb plate and subsequently, approximately 2 months post implantation, underwent a revision surgery due to osteosynthesis plate fracture. In the absence of any notion of a fall or trauma on the part of the patient, the surgeon concluded that the material had probably broken, resulting in the bone fracture. The immediate consequence for the patient was the need for surgery, with removal of the old hardware and osteosynthesis using a new sterile medical device. Idiopathic rupture of the plate would therefore be the cause of the patient's femur fracture. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The plate was returned for investigation, and the reported event can be confirmed: the plate is fractured into two parts through a screw hole. The screws have not been returned. The surface of the plate that does not face the bone exhibits some scratches but is otherwise inconspicuous. The bone-facing side of the plate has a polished area near the fracture line. The fracture surfaces of the plate show polished and scratched areas, most likely due to contact of the two surfaces after fracture. A review of all relevant device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Medical records like x-rays, surgical reports or any relevant patient related post op notes were not provided. Based on the performed investigation a fracture of the ncb df plate can be confirmed. Since the cause may be multifactorial, consisting of patient- and procedure-related factors, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.